Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
User did not want to proceed with a sensor replacement. No investigation was possible since there was no authorized RMA; ie. There are no materials available to investigate.